Event description:
Boston scientific received information that the patient with this implanted system, returned a few weeks post implant with an infection. Both the device and electrode were explanted, the patient remained hospitalized for infection resolution. No information provided on a system replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.